Event description:
Respirtech received a report from the patient's mother stating that the device "burst" and that a fire occurred at the residence. An investigation was conducted by the local fire department. According to the official fire investigation report, the fire originated on or near the bed on the east wall of the trailer. The investigator was unable to rule out either the electrical cord to the device to the incourage device or a candle located on the desk as potential sources. Based on the evidence and scene conditions, the fire was classified as accidental. At this time, there is no conclusive evidence identifying the device as the definitive cause of the fire. Respirtech will continue to monitor for any additional information that may become available.

Manufacturer narrative:
Follow-up reports are on file.

Manufacturer narrative:
Investigation report will be provided in the follow-up report.

Event description:
Respirtech received a report from the patient's mother stating that the device "burst" and that a fire occurred at the residence. An investigation was conducted by the local fire department. According to the official fire investigation report, the fire originated on or near the bed on the east wall of the trailer. The investigator was unable to rule out either the electrical cord to the device to the incourage device or a candle located on the desk as potential sources. Based on the evidence and scene conditions, the fire was classified as accidental. At this time, there is no conclusive evidence identifying the device as the definitive cause of the fire. Respirtech will continue to monitor for any additional information that may become available.